Manufacturer narrative:
The customer¿s report that propofol infusion (100ml bottle) emptied within 2 minutes was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Review of the event log showed the infusion programming steps were replicated and there were no obvious programming errors that would result in the reported event. Functional testing found the device delivering fluid within specification. The primary set was measured for concentricity/dimensional analysis and was found to be within specifications. The root cause of the customer¿s report that medication infused faster than expected was not identified.

Event description:
It was reported that an 100ml bottle of propofol was programmed to infuse at 9.5ml/hr with a vtbi of 85ml however within 2 minutes the pump alarmed for air-in-line and the bottle was empty. When the rn entered the room to check the pump, the 100ml bottle was empty but the pump still indicated that it was infusing at 9.5ml/hr with 82 ml left to infuse. The patient suffered transient hypotension and required a fluid bolus as a result. There was no lasting harm.

Manufacturer narrative:
Correction on initial report: date rec¿d by MFR: (08/12/2019).

Event description:
It was reported that an 100ml bottle of propofol was programmed to infuse at 9.5ml/hr with a vtbi of 85ml however within 2 minutes the pump alarmed for air-in-line and the bottle was empty. When the rn entered the room to check the pump, the 100ml bottle was empty but the pump still indicated that it was infusing at 9.5ml/hr with 82 ml left to infuse. The patient suffered transient hypotension and required a fluid bolus as a result. There was no lasting harm.